Manufacturer narrative:
This lead was surgically abandoned and was not able to be returned; therefore, a technical analysis cannot be conducted. Without a returned product it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this ingevity lead exhibited a loss of sensing. There was also an increase in pacing impedance measurements, from 600 ohms at implant to 1200 ohms currently. There were two measurements of greater than 1600 ohms. Pacing threshold measurements had also increased, from 0.9v to 1.8v. The patient is very dependent on the pacemaker and the physician was concerned with the changes in lead measurements. The field representative later reported the physician revised the lead, abandoning this ingevity lead and implanting a competitors model. No additional adverse patient effects were reported, outside of the need for a lead revision. The field representative attempted to obtain additional information from the facility, but was not successful.